Event description:
It was reported that a spectrum pump had a system error 322. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log it has been determined that the upper and lower auxiliary were failing components which caused this error. The upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.